Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Customer advised they attempted to prime the insulin pump and they received an alarm, however, no insulin came out. Customer advised that they were getting leaks from the infusion set. Customer inserted the new infusion set into their body and declined to troubleshoot for high blood glucose levels.